Event description:
Wrong product indicated for baby's phenobarbital in pyxis. Correct product is loaded but machine communication/ malfunction does not list correct product, hence pharmacist created a virtually loaded pocket (in reality there was nothing more loaded) in order to allow nurses to take the medication from the pyxis. Before, nurses could not withdraw medication to give the patient.